Event description:
It was reported ((B)(6)) the patient experienced loss of stimulation therapy to the right arm. Reportedly, the patient's drg system stimulation was disabled due to lead high impedance. X-ray taken showed the lead was in the foramen and may have possibly migrated. The next course of action has not been determined at this time.